Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
The patient presented with a fractured prosthetic femoral neck on (B)(6) 2016. A size 4 profemur l stem, with a long varus cocr neck and a long ceramic femoral head, had been implanted on (B)(6) 2013 and had been asymptomatic until the day of failure. The patient described walking along a path to a golf course, pulling a golf cart, when he suddenly felt his hip give way and fell to the ground. He was admitted to the pilgrim hospital, kings lynn, UK, where the neck fracture was diagnosed on x-ray. The surgeon who did the original operation was contacted. He arranged transfer to the warwickshire nuffield hospital, UK, and listed the patient for revision surgery as soon as possible. After discussion with microport and the patient, he planned to remove the head and broken neck, and then remove the neck fragment from the stem pocket. If the pocket was undamaged, he planned to replace the neck; if not he planned to perform an extended trochanteric osteotomy to remove and replace the femoral stem. Microport provided a neck remnant kit believing that it would allow drilling and removal of the cocr remnant to facilitate possible removal of the stem with the stem extractor. The surgeon was made aware that the integrity of the neck pocket could not be validated/approved for the replacement of a new neck. At revision surgery on (B)(6) 2016, the broken neck and head was removed, but the neck remnant kit did not work for the cocr remnant. The face planer drill did work but the first pilot drill made no drill hole as the cocr material was too hard, and the drills did not penetrate the cocr fragment to drill the hole that was required to tap a thread. After making several telephone calls during the operation, the microport representative present for the case informed the surgeon that he had discovered that the drills were designed to drill titanium and would not work on the harder cocr. During a second stage revision operation on (B)(6) 2016, the stem was removed through a posterior femoral osteotomy, the femur reconstructed with circlage cables, and a size 5 profemur classic varus stem implanted.